Event description:
A surgeon reports, a pt complains of seeing a half moon shape in her temporal vision following intraocular lens implant surgery. Retinal evaluation is normal. No intervention is planned at this time.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.